Manufacturer narrative:
The investigation into the pump not detected has been completed. The impella rp was returned for investigation. The returned product was visually inspected and broken and twisted pins were observed in the blue handle gray connector. The pump was connected to a console and was unable to be detected. The cause of the defective pump issue was broken pump plug pins due to improper technique by the end user. This report is being filed as part of a retrospective review of historical records.

Event description:
It was reported by the clinical educator that during the preparation of the impella rp for use the console was showing the pump as undetected, despite the white cable being plugged in and connected to the pump. The console was switched out and the white plug unplugged and plugged back in, however the message "impella device defective" was generated. A new impella rp was opened and successfully used. There was no patient harm reported.